Event description:
A cartridge alarm occurred during a pump's loading process, but there was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup insulin therapy.